Manufacturer narrative:
(B)(4). Batch # n5496e. The analysis results showed that one ecr60d cartridge reload was received fully fired and with the pan dislodged and broken. No functional test could be performed due to the condition of the returned cartridge. It is possible that the damaged was due to an improper handling of the cartridge. In addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The correct code is (B)(4).

Event description:
It was reported that after a laparoscopic sigmoidectomy, the cartridge was damaged when it was removed from instrument. A nurse commented that she removed it with full of force from a wrong direction. There were no adverse consequences to the patient.